Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog one source pack, it was reported that during the blood collection , a strange foreign sponge-like object was noticed in the bag. The kit with the blood was discarded by the user. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer did not transfer the blood to the patient. Medtronic received additional information that there was no impact to the patient due to the issue.